Manufacturer narrative:
The reported event was not duplicated. As no components that would cause or contribute to the reported failure were identified, the device was serviced for preventative maintenance and returned to the customer.

Event description:
During two procedures at the user facility, the core impaction drill was overheating. The procedures were completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
During two procedures at the user facility, the core impaction drill was overheating. The procedures were completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.